Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a follow-up session about one month post-implant, high threshold was noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.